Manufacturer narrative:
Date of event, product model and healthcare facility details are not known at the time of initial report submission. Date of event, product model and healthcare facility details are not known at the time of initial report submission.

Event description:
The right renal fenestration was supposed to be 6x8 like the 6x8 left renal fenestration. It looks more like 6x6 on the image supplied with the device.

Event description:
The right renal fenestration was supposed to be 6x8 like the 6x8 left renal fenestration. It looks more like 6x6 on the image supplied with the device.

Manufacturer narrative:
Date of event, product model and healthcare facility details are not known. The complaint device was not returned for evaluation. Additional information was received: "the device was implanted and worked just fine. The discrepancy was noticed before the device was implanted." The william australia cook medical process improvement specialist was asked for comments: "I had a look at a couple of other grafts with the same positioning of a 6 x 8 fen and in that position they look more round than oval. I have gone through some of the old images and they are all similar when the fenestration falls within the first stent or stent gap, with the reducing ties and the constraint of the exposed stent in the top cap it looks like a circle rather than an oval." The lot number was not provided and therefore a review of the work order could not be performed. Three requests have been made for medical imaging and for further details about the event and device lot number, however the information was not provided. There are a number of processes and checks throughout the manufacturing process to ensure that device fenestrations are correct in size and dimensions: "confirm that the vessel diameter on the signed device order form (¿inner aortic diameter¿) and the fenestration layout drawing match." "Confirm that the height, width, diameter and/or distance from the edge dimensions for each fenestration on the signed device order form match the table on the fenestration layout drawing." The device IFU states: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to your cook representative or your nearest cook office. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient." "The proximal body graft may contain up to three precisely located holes (fenestration(s)), and cut-outs from the proximal margin (scallop(s)) of the graft material. The fenestration and/or scallop locations are individualized to the patient anatomy based on measurements from high resolution pre-operative CT imaging. Refer to the planning and sizing sheet for information regarding how these locations are determined." Due to the limited information received in the complaint it is difficult to determine a definitive root cause for the discrepancy observed in the photograph provided with the device. It is possible that one or more of the following factors contributed to this complaint: - the shape of the fenestration has become distorted in the presence of other graft components and processes (reducing ties, tapered graft end), making the fenestration appear circular in shape rather than oval in the photograph. - the incorrect image was printed on the information sheet - the incorrect specifications were documented on the information sheet h3 other text : date of event, product model and healthcare facility details are not known. The complaint device was not returned for evaluation. Additional information was received: "the device was implanted and worked just fine. The discrepancy was noticed before the device was implanted." The william australia cook medical process improvement specialist was asked for comments: "I had a look at a couple of other grafts with the same positioning of a 6 x 8 fen and in that position they look more round than oval. I have gone through some of the old images and they are all similar when the fenestration falls within the first stent or stent gap, with the reducing ties and the constraint of the exposed stent in the top cap it looks like a circle rather than an oval." The lot number was not provided and therefore a review of the work order could not be performed. Three requests have been made for medical imaging and for further details about the event and device lot number, however the information was not provided. There are a number of processes and checks throughout the manufacturing process to ensure that device fenestrations are correct in size and dimensions: "confirm that the vessel diameter on the signed device order form (¿inner aortic diameter¿) and the fenestration layout drawing match." "Confirm that the height, width, diameter and/or distance from the edge dimensions for each fenestration on the signed device order form match the table on the fenestration layout drawing." The device IFU states: "inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to your cook representative or your nearest cook office. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient." "The proximal body graft may contain up to three precisely located holes (fenestration(s)), and cut-outs from the proximal margin (scallop(s)) of the graft material. The fenestration and/or scallop locations are individualized to the patient anatomy based on measurements from high resolution pre-operative CT imaging. Refer to the planning and sizing sheet for information regarding how these locations are determined." Due to the limited information received in the complaint it is difficult to determine a definitive root cause for the discrepancy observed in the photograph provided with the device. It is possible that one or more of the following factors contributed to this complaint: - the shape of the fenestration has become distorted in the presence of other graft components and processes (reducing ties, tapered graft end), making the fenestration appear circular in shape rather than oval in the photograph. - the incorrect image was printed on the information sheet - the incorrect specifications were documented on the information sheet